Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and diaphragmatic stimulation. It was also noted that the right ventricular (rv) lead migrated. The lead was reprogrammed but was subsequently was explanted and replaced. No further patient com plications have been reported as a result of this event.